Event description:
(B)(4). Initial info for this spontaneous case was received from an employee in a physician's office, who is also the patient, via company rep on (B)(6) 2007: a (B)(6), female, pt, initiated therapy with injectable poly-l-lactic acid (sculptra) 4 cc in each side of the face for lipoatrophy on (B)(6) 2007. Poly-l-lactic acid was reconstituted with 1 cc of lidocaine and 5 cc of sterile water. One week later, the patient experienced a nodule (greater than 5 mm) under her right eye above her cheek. The nodule was treated with normal saline and it resolved immediately. A papule (greater than 2 mm but less than 5 mm) then developed in that same area. The papule was ongoing at the time of this report. No further relevant medical info was reported.